Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 389 mg/dl and 125 mg/dl within 7 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips were discarded and will not be returned. Customer was sent replacement product.